Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient had an MRI wherein patients ipg heated up, it is unknown if ipg was placed into MRI mode, as a result surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.